Event description:
It was reported to boston scientific corporation on december 9, 2008 that an injection gold probe bipolar catheter was used during an esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, during the procedure, an attempt was made to use the injection gold probe through the side viewing scope. The needle would not come out and it would not perform cautery. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.